Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician reported that as he was positioning the device in the arteriotomy, the balloon lost pressure and the device came out. The balloon was functioning appropriately on initial inspection when it was removed from the packaging. Manual compression was applied for 30 minutes or less. It is unknown if the patient was hospitalized or not. During prep, the black marker on the inflation indicator was fully exposed. The balloon lost pressure at the 2nd stop. Inspection of the balloon after the procedure demonstrated that the balloon was unable to hold pressure. Sheath size: 6f.